Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. Initial details of this event were previously reported 03/15/2017. Received notification from FDA that the report did not reach ack3/passed status. However, the follow-up report was received. Resending initial report with all details contained.

Event description:
It was reported that following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and moderate dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including hernia repair and device implant on (B)(6) 2013. Uneventful device explant on (B)(6) 2017; linx device noted as densely encapsulated at time of removal. Device found in correct position/geometry at time of explant. Immediately after device explant the patient had a replacement linx device implanted (model: lxmc17).